Event description:
New information on 06/27/2016 indicated that the right ventricular lead was reprogrammed on (B)(6) 2016 to help undersense the noise on the device. The physician elected to continue to monitor the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for a follow-up which was scheduled after feeling intermittent chest and stomach pain. Upon interrogation, the pulse generator exhibited several noise reversion episodes. Upon review of the electrograms, the noise reversion episodes were noted to be caused by right ventricular lead noise. Isometric arm movements and pocket manipulation were not able to reproduce the noise. No medical intervention was performed. The patient would continue to be monitored.